Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 to 400 mg/dl, the customer states did not get an alert and current blood glucose is 212 mg/dl. The customer took her blood glucose yesterday and it was 389 mg/dl. The customer states that her cannula was bent. The customer wanted to know what to do if she needed to add more insulin. The customer was advised she would need to change out her reservoir in order to add more insulin as needed. The insulin pump will not be returned for analysis.